Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 157 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip and minor scratches on display window.